Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements above 2000 ohms. Additionally, noise was exhibited after the lss. Technical services (ts) was consulted and recommended a complete lead evaluation in unipolar and bipolar configurations. In addition, if no lead integrity issues are found, ts recommend configuration adjustments. This rv lead remains in service. No adverse patient effects were reported.